Event description:
It was reported that a female patient who underwent breast augmentation with a 375cc mentor memorygel breast implant (left) and a 400cc mentor memorygel breast implant (right) experienced bilateral baker grade iii capsular contracture post procedure. As a result, an explant was performed on an unknown date. No additional event details are available at this time. If additional event details become available in the future, a supplemental report will be submitted. See 1645337-2022-09554 for contralateral prosthesis report.

Manufacturer narrative:
Device evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device 9603214 number, and no non-conformances were identified. Reason for device explant and/or reoperation: capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on august 20, 2022. The device was implanted on (B)(6) 2021. The device was explanted on (B)(6) 2022. Replacement with 325cc mentor memorygel breast implants was performed with explant. The mentor failure analysis lab received the device for evaluation on september 1, 2022. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned photograph was completed by the failure analysis lab on september 21, 2022. The investigation of the returned device was completed by the failure analysis lab on september 26, 2022. Device evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).